Event description:
Blood glucose reading was lo and called the doctor who advised her to take 8 units of insulin and eat. It was reported customer retested after treatment and tested lo so a friend called emergency medical technicians (emts). Reporter stated 15-30 minutes later, their device read 402 mg/dl. No treatment information by the emts was reportedly provided. A request was made for the return of the suspect device and replacement product was sent.